Event description:
It was reported by the patient that his distress signal has been going off. The patient had a device follow up at the clinic and it was reported that the right atrial (ra) lead impedance warning had triggered. The patient is scheduled for an additional device check and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694958 implantable tachy lead, implanted (B)(6) 2006. (B)(4).